Manufacturer narrative:
(B)(4). Method: the complaint iw990 wall mount infant warmer was received at our fisher & paykel healthcare (f&p) regional office in germany where it was visually inspected, and serviced by a trained f&p service technician. Our investigation is thus based on the information provided by the f&p service technician and our knowledge of the product. Results: performance testing of the subject iw990 wall mount infant warmer revealed that the base case was found damaged. Conclusion: our investigation was unable to determine the exact cause of the observed damage to the iw990 wall mount infant warmer. However, cracking of the base assembly of the cosycot infant warmer is likely to occur due to accessories overloading the maximum weight capacity of 115kg (including accessories). The maximum weight limit is specified in the operating manual and in the product technical manual of the cosycot infant warmer. To increase awareness and to prevent and or/reduce the incidence of cracked plastic bases, f&p states that the maximum weight on the infant warmer inclusive of all accessories and the patient should not exceed 115kg. This warning is provided in the form of labels on the column of the infant warmer. In addition, a checklist of common fisher & paykel healthcare accessories and their respective weights is provided to the user. It should be noted that the subject complaint was at least 18 years of age, it is reasonable to expect wear and tear. The user manual for the iw990 infant warmer states the following: - "ensure all warmer parts and accessories are checked before returning the device to service." - "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hydrochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base." - "caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." The device technical/service manual also contains a checklist which specifies that users perform safety, performance, and functional checks at least once a year.

Event description:
During device evaluation and performance testing of a iw990 wall mount infant warmer at our fisher & paykel healthcare (f&p) regional office in germany, it was found that the base case was damaged. There was no patient involvement as the issue was found whilst the device was not in use on a patient.